Manufacturer narrative:
Concomitant product: product ID 387445, lot# vaocq4t, product type screening device. (B)(4).

Event description:
It was reported that the physician was unable to insert the lead into the twist lock anchor and there was insertion retention. It was possible that the anchor was too narrow for the lead. The twist lock was in the open position. A different product was used. Five days later it was reported that no visible obstructions were seen. The trial lead was successfully secured using a different anchor from an accessory kit.